Event description:
It was reported that during a knee-scope performed by dr. (B)(6) on (B)(6) 2021, the pump started and stopped intermittently. The procedure was completed using a new pump with no patient effect reported.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.